Manufacturer narrative:
On 10/12/2018, mentor became aware that the correct date of explantation was (B)(6) 2018. Mentor also became aware that the correct position of the suspect medical device was "right." In addition, mentor became aware that the patient underwent bilateral removal and replacement with mentor smooth round 325cc saline breast prostheses. On 10/15/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 325cc saline catalog: 3501650 lot: 6005255 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline breast prostheses. Deflation of the left breast prosthesis was identified. The patient was sleeping and felt a sharp pain and noticed that the left breast was smaller than the right. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device. During evaluation creases were observed on the anterior and posterior aspect. In addition, a rent was observed within a crease on the posterior aspect, measuring approximately 0.3 cm. No other anomalies were discovered. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. At this time is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Pain was also reported, most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).